Manufacturer narrative:
The pump in question has not returned. If the pump is returned, an evaluation will be performed and a follow-up report sent.

Event description:
The pump did not alarm when the feeding was done... It pumped air into the infant's abdominal cavity.. (B)(6). The infant was throwing up and very agitated.